Manufacturer narrative:
Received 1 unopened flip-flo valve. The reported event was unconfirmed, as the problem could not be reproduced. During the visual evaluation of the sample received, no discrepancies were observed or any damage, bend or deformity that might have contributed to the reported issue. The functional evaluation was conducted as follows: connected the connector of the tap valve to an in house leg bag filled with water. Then connected an in house bed bag to the gray extension tube on the tap valve. The water was allowed to go from the leg bag through the tap valve and into the bed bag. Water flowed with no difficulties. In no time did the rubber connector bent over. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. It is recommended that the flip-flo¿ valve is changed every 5-7 days. Simply disconnect the valve from the catheter and discard. Attach a new valve following the above instructions. Warning ¿ leave flip-flo¿ valve in open position." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the rubber connector was allegedly bent. It was noted that the bend, potentially restricted urine flow. There was no reported patient injury. The device was not secured properly, as the patient had exceeded the recommended time that the flip flo valve should have been in use (7 weeks). The device was replaced with a new product the following day.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. It is recommended that the flip-flo¿ valve is changed every 5-7 days. Simply disconnect the valve from the catheter and discard. Attach a new valve following the above instructions. Warning ¿ leave flip-flo¿ valve in open position." (B)(4). The device was not returned.

Event description:
It was reported that the rubber connector was bent. As a result, it was allegedly noted that it potentially restricted urine flow. There was no reported patient injury. The device was not secured properly, as the patient had exceeded the recommended time that the flip flo valve should have been in use (7 weeks). The device was changed out with a new product the following day.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. It is recommended that the flip-flo¿ valve is changed every 5-7 days. Simply disconnect the valve from the catheter and discard. Attach a new valve following the above instructions. Warning ¿ leave flip-flo¿ valve in open position." (B)(4). The device was not returned.

Event description:
It was reported that the rubber connector was bent. As a result, it was allegedly noted that it potentially restricted urine flow. There was no reported patient injury.